Manufacturer narrative:
Exact date unknown, event occurred three months after the implant procedure.

Event description:
It was reported that the patient was experiencing intermittent nausea and chills with stimulation off or on. It was also noted that the patient was experiencing overstimulation. The patient was given gabapentin for nausea and the patient was doing well.